Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for one sample tested on 2 different cobas 6800 instruments as part of an instrument verification (sn: (B)(4)), using kit cobas 6800/8800 sars-cov-2/flu 384t. The customer reported the sample tested with cobas 6800 sn: (B)(4) resulted as sars-cov-2 positive and pan-sarbecovirus positive. While the test with cobas 6800 sn: (B)(4) generated negative results. Positive results were reported out. No harm is alleged. Investigation is ongoing and results are not yet available.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(6). (B)(4).

Manufacturer narrative:
An investigation concluded that no product problem or systemic issue was identified and the reason for the differences observed are sample specific. A system assessment also determined no system contribution to the issue. The customer reported storing the sample at room temperature for approximately an hour but was unable to confirm that the correct sample was retested on the second instrument. Additionally the customer reported not retesting the questioned sample again to ensure that they were using the correct sample, as they were unsure if they had used the correct sample. Although a sample mix-up is plausible, true positive result or contamination of the sample during handling and collection, cannot be ruled out. (B)(4).